Manufacturer narrative:
This supplemental report is being submitted to provide the serial number. Updated fields: d4, h2. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited a broken main switch of its leakage tester and the switch protection cap was missing. There was no patient involvement.